Event description:
Reference manufacturer report number: 3006705815-2019-02089, reference manufacturer report number: 3006705815-2019-02090. It was reported the patient experienced inadequate stimulation. As a result, the patient had their system explanted.